Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer states they received motor position encoder error alarm. The customer's blood glucose level at the time of incident was 280 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirm in alarm history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. We were unable to complete functional test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip.